Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the view of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the reported incident could not be conclusively determined.

Event description:
The info provided to sjm indicated an 8f fast-cath hemostasis introducer was selected for use. It was sutured in place, and a swan-ganz catheter was inserted. This was the third introducer used at this site in two months for a central line access. Later, blood cultures revealed a central line associated bloodstream infection. The cause of the infection could not be determined info regarding treatment was not available.